Manufacturer narrative:
Remington medical, inc., 100% test for electrical continuity at our facility. Our current test device is a multimeter that gives a numeric reading and an audible alarm. (B)(4).

Event description:
Fl-601-97 disposable extension cable connected on one end to pacing electrodes and on the other end to medtronic pacer model 5348. Unable to get a reading. Switched to another f.